Event description:
The customer reported that while the unit was in use on a pt, the blood pressure waveform was not displayed on the unit. Augmentation timing was unable to be established without a visible waveform, so therapy was not initiated.